Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a follow up. The estimated longevity decreased not as expected, from 40% to 27%, within six months. The next follow ups were increased. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.